Event description:
It was reported that the lv lead was explanted due to extreme amounts of noise observed on ECG while testing was conducted through the analyzer. No patient complications were reported as a result of this event.